Event description:
Pt was prescribed 30 day extended wear contact lenses. The pt developed a corneal ulcer and infiltrative keratitis in their right eye secondary to abuse of this modality of contact lenses.